Event description:
It was reported that the customer's insulin pump had cracks. His/her blood glucose level was not reported. The product was returned. Nothing further to report.

Manufacturer narrative:
Unit had cracked and bleeding lcd glass. Also unit had cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.